Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise signals resulting in pacing inhibition of greater than three seconds. In addition, as a result of the reported observations, this lead to inappropriate delivery of anti-tachycardia pacing (atp) therapy. The impedance measurements were reported to be stable and within range, but had been trending upward. It was also reported that the noise was felt to be a result of damage to the lead. Subsequently, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.